Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in a secondary procedure because the physician felt there would be better outcome with a different intraocular lens (iol) power. It was stated that the results after the new lens was implanted were great. No additional information was provided.

Manufacturer narrative:
The intraocular lens was returned to our manufacturing facility for evaluation. A visual inspection of the returned lens under 10x microscope magnification, revealed that the lens had some surface residuals adhered to both sides of the optic body compatible with the explant process. No other unacceptable cosmetic defects were found in the returned lens. Optical measurement indicated that the manufacturing certified operator inspected the lens for optical properties. The optical inspection results showed that the lens diopter corresponded to a 20.5 diopter lens, which met specification. All pertinent information available to abbott medical optics has been submitted.